Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during routine inspection of the da vinci system, a persistent error fault was experienced, and the issue could not be resolved. The issue was identified during site's system check. The error fault confirmed a hard fault on universal side manipulator (usm3). No known impact or patient consequence was reported.